Event description:
The complainant reports an under delivery. There was 500 ml hung and after 4 hours this was still in the feeding bag.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.